Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that there was a lack of fluid/air exchange during a vitrectomy procedure on the left eye. One day postoperative, the patient experienced bleeding in the anterior chamber. Pt was operated once again. Pt was hospitalized. During hospitalization, dorzolamide and troxerutin were prescribed. Symptoms are improving. Outcome of event is unk, prognosis is unk. In surgeon's opinion, the device contributed to the event: the surgeon tried several times to perform the fluid/air exchange which led to hypotony and subsequently to the postoperative bleeding in the anterior chamber.